Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). 104 days prior to receipt of this report, the hernia was surgically repaired. The cause of the hernia was unknown. On an unreported date pd therapy was temporarily discontinued and hemodialysis was started. The patient resumed pd therapy with the hc device (for the past month) with no issues. At the time of this report the patient recovered from the hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.